Event description:
It was reported that the woman scanned on an achilles express experienced ankle pain following a test that was administered at a health food store. Three weeks later, she was contacted by the site and stated that the pain was still present. The extent of the alleged injury has not been made available.

Manufacturer narrative:
(B)(4). The exact incident date was not reported. The event could not be isolated to a single device. All achilles express operated by the site prior to the date of the event: serial # (B)(4), device MFR date: 11/2010, serial # (B)(4), device MFR date: 12/2010. Serial # (B)(4), device MFR date: 12/2010. A ge healthcare field engineer visited the site and evaluated 4 units that were operated by the site during the approximate time of the event. The 4 units were tested and met product specification. There are no indications of device malfunction. The device history records of the 4 units were reviewed, all met production requirements. No further actions are planned at this time.